Event description:
Yesterday the clinician did a revision of a hakim micro valve. I do not have the catalog number but do have the valve to send in. It appeared to him that it was the valve that failed. After cutting the ventricular catheter off the valve there was good proximal flow. He cut the peritoneal catheter off and used a manometer to test if fluid would pass thru and it did. The valve was originally place in (B)(6) 2014 and removed. He is curious as to whether the valve failed or was blocked by some particulate matter. Please send me an explant kit.

Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3112 with lot cpncg7, conformed to the specifications when released to stock on the (B)(6) 2014. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.